Manufacturer narrative:
Continuation of medical devices: dtmb1qq ICD; 6947m55 lead; 5076-45 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the left ventricular (lv) lead had dislodged. It was noted that an interrogation was done, which showed no capture with the lv lead. The lv lead was explanted and replaced. During the lead revision, a new lv lead was placed in the same position as the previous lead. It was noted that when the sheath was split and removed, the lead pulled back to the same position the previous implant had achieved, which proved to be unstable. The lead was removed, and another lead was used for lead placement. During lead placement, the newly placed lv lead partially dislodged upon splitting the sheath. The lead was removed, and the coronary sinus port of the device was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.